Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill the cartridge. Additionally, customer experienced a blood glucose (bg) level of 500 mg/dl with a ketone level identified as dangerous. Cause of bg level was unknown. Bg was treated with insulin pen injections. Reportedly, the customer used a 2nd needle tip and cartridge and loaded the cartridge successfully.